Event description:
The customer obtained non-reproducible elevated vitros trop I es results on pts' samples while using the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were not reported to the clinician. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended. The root cause for the unexpected trop I es results is unk. It is likely that cellular debris, due to poor sample preparation, was present in the samples although this could not be confirmed. It was confirmed that the samples involved were not processed in accordance with the tube manufacturer's recommendation.